Manufacturer narrative:
Based upon the clinical review, the evaluation of the endoleak is inconclusive. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not identified due to the limited available information although product use was incongruent with the IFU due to the cuff diameter being two sizes larger than the main body.

Manufacturer narrative:
Based upon the clinical review, the evaluation of the endoleak is inconclusive. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause could not be determined although patient anatomy may have affected the outcome. Identification of a design or manufacturing issue was inconclusive. The clinical review identified the following factors that may have been contributors to the event: the cuff diameter being two sizes larger than the main body; the reported 2.8 cm diameter of the right common iliac artery (operative note); and the use of antiplatelet therapy (aspirin and plavix).

Event description:
It was reported that on a routine follow up computed tomography notice the sac was growing. It look, like an endoleak between the components. The physician elected to bridge with an infrarenal aortic extension. No patient injury.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.